Event description:
It was reported that an ilet user experienced hyperglycemia, with the ilet displaying "high," a confirmatory fingerstick of 410 mg/dl followed by 367 mg/dl, and use of a current infusion set; the user reported headache and declined further troubleshooting beyond monitoring, noting a recent supply change. Customer care provided support that included remote troubleshooting and education regarding infusion site and supply change. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia unclear given the recent site change and ongoing high readings. Symptoms included headache associated with high blood glucose. Outcomes included user self-monitoring without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.